Manufacturer narrative:
Unique device identifier: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were holes in the tubing of a homechoice cassette. This issue occurred during use with patient involvement. The patient stated when they opened the over-pouch they noticed slits and pinholes in the cassette tubing. There was nothing found during trouble shooting that could have caused or contributed to the reported condition. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation in an open pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing, clamp function testing, and underwater pressure testing were performed with no issues or leaks noted. The reported condition was not verified. The device was found to operate per specification. Should additional relevant information become available, a supplemental report will be submitted.